Event description:
It was reported that there was low bipolar impedance less than 200 ohms, with unipolar impedance higher at 283 ohms. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.